Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using an unspecified number of bd vacutainer® nh (sodium heparin) 102 i.u. Plus blood collection tubes, healthcare workers may use an incorrect tube for collection since the tube cap colors are the same as the li heparin tubes resulting in specimen recollects. There was no other health impact or consequences reported.